Event description:
"Chest drain tubes became disconnected from "y" connector when pt fell. Drainage tube clips/clamp slipped off of connector. Ridges on "y" connector not thick enough to hold clip/clamp."

Manufacturer narrative:
Device eval not completed. Device has been requested, but not yet received.